Event description:
A customer reported a system messaged displayed causing the system to lock during a procedure. The system was switched out to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and verified system messages (sm) [mechanism timeout] and [fluidics not responding] occurred. The company rep replaced the fluidics controller pcba (printed circuit board assembly) to clear the sms. The system was then tested and met product specifications. The replaced fluidics controller pcba was returned and in-house testing is in progress. The root cause has not been determined. (B)(4).